Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient's incision site was draining/bleeding since implant. It was a slow drain and it was getting on the patient's bedding and clothing. The patient had to change the dressings. The device site appeared red but was not painful unless the patient was lying on the area or was very active. Pain at the sacral nerve stimulation stage I wiring exit site was noted. It was stated there was a possible infection. The cause of the event was not determined, but it was indicated as not device related. A revision was scheduled and it was noted the patient was in the process of treatment. Therapy was working for the patient and it was indicated there was a 50% or greater symptom reduction. The patient stated that if stimulation was turned up over 3.0v, it was "too busy" for them. The stimulation had been set at 2.0v and was working for the patient. A follow up report will be sent if additional information is received.